Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. The patient was treated with injection of fortum (1gm, frequency and route not reported) and injection of reflin (1gm, route, and frequency not reported) for peritonitis. At the time of the report the patient's recovery status was unknown. Action with dianeal therapy was ongoing. No additional information is available.